Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the issue was that no additional actions had been performed and a six month follow-up visit was scheduled.

Manufacturer narrative:
Description of problem or event: the reported event is associated with a clinical trial ((B)(6)) conducted under an investigational device exemption (ide). UDI #: unique device identifier (UDI) is unavailable. Device evaluated by MFR: no parts have been received by the manufacturer for evaluation. Manufacture date: device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, following a soft neuro tissue ablation, the patient was noted to have experienced an asymptomatic small right thalamic infarction. A post-operative image found the right pulvinar infarct of recent duration. A note from the site showed that the patient experienced expected post-ablation changes but also the infarction. An additional note showed that the issue did not fit the clinical picture and location (noted to be on the surface of the thalamus) had shown artifact. It was noted that the reported event was in relation to the ablation system, but no further information was provided.